Event description:
See initial report.

Manufacturer narrative:
D.4: correct event date is 13th january 2025. H.11: through follow up it was clarified the correct event and livanova awareness date is 13th january 2025. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in rouen, france. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, stirrer motor, distribution board and pump patient circuit 1 were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message on patient side (e06 code) associated to pump circuit 1 that uses too much power. The issue occurred during disinfection process. There was no patient involvement.

Manufacturer narrative:
H11: based on the information collected and on livanova technical intervention, it cannot be ruled out that a failure of the motors, no longer able to turn freely likely due to wear of the bearings or corrosion/degradation due to environmental conditions, such as water infiltration, humidity, condensation or high temperatures in the stationary phase, led the machine to request for an electrical power overload, which could have resulted in an overcurrent that ultimately damaged the distribution board.

Event description:
See initial report.